Manufacturer narrative:
The technician found the brake steer linkage is out of tolerance. The technician cleaned the 5th wheel and adjusted the steering linkage to resolve the issue.

Event description:
Technician alleged that the steering wheel is not holding once engaged. No pt impact.